Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device codes). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort, and multiple dislocations. Update ad 23 oct 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf record. In addition to what were previously alleged, ppf alleges loosening of cup and stem, bone and component fracture. Added unknown stem and cup due to these allegations. Account name, facility name, birth date, revision date, associated contacts and patient harms were also added. Corrected patient identifier and event date. The revision day was set to default (1) since they only provided month and year in the updated file. Doi: (B)(6) 2011. Dor: (B)(6) 2012, (right hip).